Event description:
Additional information received from the company representative indicated that they didn't change the concentration so no bridge bolus was bypassed. They filled with double concentration but left the programming as if they had not. They were not prompted to do a bridge bolus. A copy of the erroneous programming session data report was provided. As examined on (B)(6) 2016-, the pump was delivering hydromorphone (concentration 20 mg/ml, dose 8 mg/day) and bupivacaine (concentration 4 mg/ml, dose 1.6 mg/day) the estimated elective replacement indicator was 6 months. Additional information received on 2016-dec-23 from company representative stated they will obtain the serial number for the program mer.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information received on (B)(6) 2016 from company representative stated they will obtain the serial number for the program mer. Information received on (B)(6) 2017 from a company representative stated the 8840 serial number associated with this event was (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_prog, serial # unknown, product type programmer, physician.

Event description:
Information was received from a health care professional via a company representative (rep) regarding a patient who was receiving hydromorphone (concentration 20 mg/ml, dose 8 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. On this report date, a bridge bolus programming error occurred; the health care professional erroneously bypassed the bridge bolus. The rep was calling to confirm calculations for a single bolus to deliver the remainder of the old concentration 4hrs post refill. The catheter volume was 0.229ml. Volume infused was 0.0666ml, volume remaining was 0.361ml. Single bolus dose was 7.22mg, bolus duration was 21h39m. The new concentration was 40 mg/ml. There were no symptoms reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.